Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 05-jun-2025, it was reported that the user experienced hyperglycemia with symptoms of vomiting and temporary vision loss. A fingerstick blood glucose (bg) reading showed 385[?]mg/dl at the time emergency services arrived. The event followed a reported dexcom g7 sensor failure, during which no cgm alerts were received. The user self-administered insulin using a meal announcement and did not require treatment from ems. The user was not transported to the hospital.